Event description:
It was reported that the customer's insulin pump alarmed failed battery test. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Pump received with failed battery test alarm due to corroded battery tube. Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.(B)(4)